Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that one of three items that join to make the complex persuader, this rod introduction pliers which was present during surgery, was lost or missing at the end of surgery. Patient was x-rayed and the instrument is not in the patient. No further information was provided. This is report 1 of 1 for complaint (B)(4).